Event description:
Rptr noted posterior capsule tear occurred in I/a. The anterior vitrectomy probe would not cut; changed probe, but cut very slowly. Completed vitrectomy manually. Stated there was no pt injury.